Manufacturer narrative:
(B)(4). Synchro standard 0.014 in, headway mc 0.021, embotrap 5 x 22, microvention sofia, intravenous tpa. Three attempts to obtain additional information were unsuccessful.. Conclusion: as reported via the re-act study, a revive se (frs21452299/ s10759) failed to recannlize the thrombus for patient (B)(6). The patient had presented with clinical signs consistent with acute ischemic stroke, with nih stroke scale score (nihss) of 12. MRI revealed right middle cerebral artery (m1) thrombus. Initial therapeutic strategy adopted by the neurologist was IV tpa and thrombectomy. There were 2 passes of the revive se for repositioning, and the basket was pulled up to the intermediate catheter and both removed together through the primary guide. It was reported that procedural technical complication was observed, but there were no adverse events. Pre-revive se tici was 0 and post- revive se tici was 0. Technical assistance was used (pump aspiration with microventions sofia) and final tici was 3. At the time of the 24 hour follow-up, nihss was not done; however there was no intracranial hemorrhage noted and no adverse events. The patient was discharged after 9 days with an mrs score of 2 (slight disability, unable to carry out all previous activities, but able to look after own affairs without assistance). Nihss was 0 at discharge. The device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Continued total occlusion is a known potential complication associated with the use of the revive se. The root cause of the event could not be conclusively determined; however, procedural/patient factors may have contributed to the event. As per the IFU: ¿contraindications for this device include extreme vessel tortuosity or other conditions preventing the access of the device¿. The IFU also warns that ¿if the revive se device is unable to reach or cross the occlusion, the procedure should be terminated.¿ since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. The revive se is not distributed in the u.s.; however, it is similar to the revive pv which is distributed in the u.s. This is an initial/final MDR report.

Event description:
As reported via the re-act study, a revive se (frs21452299/ s10759) failed to recanalize the thrombus for patient (B)(6). The patient had presented with clinical signs consistent with acute ischemic stroke, with nih stroke scale score (nihss) of 12. MRI revealed right middle cerebral artery (m1) thrombus. Initial therapeutic strategy adopted by the neurologist was IV tpa and thrombectomy. There were 2 passes of the revive se for repositioning, and the basket was pulled up to the intermediate catheter and both removed together through the primary guide. It was reported that procedural technical complication was observed, but there were no adverse events. Pre-revive se tici was 0 and post- revive se tici was 0. Technical assistance was used (pump aspiration with microventions sofia) and final tici was 3. At the time of the 24 hour follow-up, nihss was not done; however there was no intracranial hemorrhage noted and no adverse events. The patient was discharged after 9 days with an mrs score of 2 (slight disability, unable to carry out all previous activities, but able to look after own affairs without assistance. Nihss was 0 at discharge.